Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). The device is expected to be returned for evaluation. It has not yet been received. Approximate age of device ¿ 4 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2017 due to intracranial hemorrhage. No additional information was provided.